Manufacturer narrative:
Investigation: visual inspection: some particles in the delivery liquid, deposits on the valve, but no significant deformations or other abnormalities of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Results: first, we performed a visual inspection of the gav 2.0. Some particles in the delivery liquid, deposits on the valve were detected during the visual inspection. Next, we tested the permeability of the valve. The valve was shown to have a blockage. The computer controlled test could not be performed, because the detected blockage in the valve. Finally, we have dismantled the valve. Inside the valve we have found no visible build-up of substances (likely protein), but in the outlet are some proteins visible. Based on our inspection results, we are able to detect a blockage in the valve at the time of our investigation. We suspect that the deposits found in the outlet of the valve have led to the functional impairment. Deposits caused by substances naturally present in the csf, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav 2.0 (part # fx215t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 41.5 centimeters (cm). Weight: (B)(6). Gender: female.